Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead appeared to have dislodged during an av node ablation. The ep catheters may have caused the lead to move. After the av node was fully ablated, the patient experienced pacing pauses of greater than two seconds. Final rv pacing threshold measurements were 7v@2.0ms. Due to the high thresholds and intermittent loss of capture, this lead was explanted and replaced. The new lead was connected to the existing device, with normal threshold measurements observed. The patient was doing well and no adverse events occurred during the lead revision procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.